Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the physician cut the sling without removing the plastic sheath, so part of the sheath was left inside of the patient. The sling was removed in hopes that the plastic would come out with it, but it didn't. On (B)(6) 2012, the patient returned to the clinic with urinary retention and pain. On (B)(6) 2012, the symptoms had become worse and there were signs of irritation and infection on the wound site at the symphysis. It was impossible to remove the plastic in the clinic, so procedure was done under anesthesia. After opening the passage about 3 cm, the tip of the plastic was found, 10 cm long, and removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The physician cut the sling without removing the plastic sheath, so part of the sheath was left inside of the patient. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00175. The same patient is represented in each medwatch.